Event description:
The customer reported that the zipper teeth will not align when an attempt is made is to zip up both side panels on the canopy enclosure. There was no patient injury reported.

Manufacturer narrative:
(B)(4) - zipper teeth will not align. The product has been requested to be returned but has not been received. Manufacturer reference file # (B)(4).